Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the back, which is off-label usage of the device. The patient¿s cgm displayed 57 mg/dl. The patient self-treated with glucose but started to experience leg cramps and other unspecified symptoms of hyperglycemia. The patient performed a bg which was 557 mg/dl. No other details were provided. There was no documentation of medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.